Event description:
It was reported that 6 bd plastipak¿ syringes experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: 6 units with hole in packaging: 5 from batch 1299289 and 1 from batch 1272912.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-jan-2023. H6: investigation summary it was reported there were three units with foreign matter in packaging and six units with a hole in the packaging. To aid in the investigation, one sample in a sealed packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed. First, with the naked eye and then with 10x magnification. The sample has a wrinkled packaging blister bottom web at the area of the syringe barrel bottom. Wrinkles in the packaging are acceptable per product specification. No holes were observed. A carbon test to verify the packaging integrity was performed per it1 and the sample passed. The photo provided shows some of the samples received. A device history record review was completed for provided material number 303552, lot number 1272912. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 6 bd plastipak¿ syringes experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: 6 units with hole in packaging: 5 from batch 1299289 and 1 from batch 1272912.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1299289 . Medical device expiration date: 30-sep-2026. Device manufacture date: 26-oct-2021. Medical device lot #: 1272912. Medical device expiration date: 30-sep-2026. Device manufacture date: 29-sep-2021 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.